Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis and ketones. The stated she had a viral infection and was not feeling well for two weeks prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test, but the tubing clamp was not available to perform the high pressure test. The customer had not been using the insulin pump ever since the hospitalization and she had removed the battery. Therefore, the programming had been erased. The customer stated she felt uncomfortable using the insulin pump and she wanted it replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.